Event description:
A customer reported an error message, "scan again in 10 minutes," for 2 hours or more when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer lost consciousness however regained consciousness and self-treated with glucose tablets. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "scan again in 10 minutes," for 2 hours or more when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer lost consciousness however regained consciousness and self-treated with glucose tablets. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.